Event description:
(B)(4). I have terrible bloating, to where it looks like I'm pregnant. Severe cramps, heavy bleeding during my period. I get sharp, stabbing pains in my right ovary. Lots of hair comes out even I brush my hair.